Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the penta lead that was cut and left in last year due to an infection was explanted and replaced. Related manufacturer reference number: 3006705815-2023-00255.

Manufacturer narrative:
The event of ipg explant was reported to abbott. The ipg was explanted due to an infection at the ipg site previously. The ipg was replaced and the penta lead that was cut and left in last year due to an infection at the ipg site was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.